Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount different from expected. There was no adverse impact to the customer's blood glucose level. The customer acknowledged instructions from technical support not to overfill the cartridge and decided to continue using the current cartridge.